Event description:
Ileocolic anastomosis (end to side) was performed. After firing and removing the applier, the ring started pushing against the colonic wall of the distal stump and leaked out. Observing the "donuts" (all completed), the colonic tissue appeared very thin. A new anastomosis was performed. According to the surgeon, a small tension on the thin tissue caused the leakage, and it is not related to the device.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for evaluation and no conclusions could be drawn based on the limited information we have regarding this event. According to the surgeon, the leakage was caused by a procedure related occurrence and is not related to the device. Leak detected at this stage, as part of the surgical procedure enables immediate intraoperative repair of the anastomosis and therefore such failures are not associated with further device related safety concerns.